Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device initially displayed a drawer failed error. During a recovery attempt, an ac power failed error message appeared, after which the station powered off. The customer attempted to switch to a different power outlet; however, the device remained without power. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer had failed. Upon arrival the field service engineer (fse) found that the station was powered on and functioning, except for drawer seven cabinet which had failed. The fse identified that the drawer controller board had no indicator lights and replaced the controller board, after which the station was rebooted and normal operation was restored, allowing the customer to recover successfully with no further issues reported. The system functioned as intended after the field service engineer repaired the device.